Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they are experiencing their aligners cutting into their gums where it feels snug and issues with blanching. Patient provided with hh tips for fit issues and information on blanching.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.